Manufacturer narrative:
Device evaluation: one used suspect device was returned for evaluation. The evaluation is in progress. A review of the device history record and complaint database could not be performed as the user did not provide a lot number. A follow-up report will be submitted when the evaluation has been completed.

Event description:
The user reported that the catheter broke where it attaches to the plastic connector. The nurse had previously repaired the catheter for a similar issue. The user reported that the patient was not compliant for care of the catheter and wanted to be known as a potential factor that may have contributed to the event reported. The patient was treated prophylactically with antibiotics. No harm or injury was reported. The user did not provide a lot number, implantation date, or explantation date. The implantation and explanation dates provided in this report are estimates.